Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the stimulation was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748240, (B)(4) implanted: (B)(6)2003 explanted: product type: extension. Product ID: 748266, (B)(4), implanted: (B)(6)2003 explanted: product type: extension. Product ID: 64002, implanted: explanted: product type: adapter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient's battery was at eri on (B)(6) 2018 and they only had the battery in use since (B)(6) 2018. There were no known cause/contributing factors. No patient symptoms or further complications were reported as a result of this event.